Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that patient experienced an infection related to the scs system and was hospitalized. The infection was confirmed with cultures. As a result, surgical intervention was undertaken at an unknown date in (B)(6) 2025 wherein the entire system was explanted to address the issue. The patient was administered IV antibiotics to address the issue. The infection has since resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.